Manufacturer narrative:
Concomitant medical products: 305u227 tissue valve, implanted : (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.